Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they would press the esc button, but would not see units left. The customer states they had low blood glucose level of 49 mg/dl. The customer states they drank a lot of juice and got it up to 120 mg/dl. The customer states they were waiting for insulin to reach room temperature in order to change set. The customer was advised to monitor the device and call back if issues persist.